Event description:
Approximately 52 months post index procedure the patient underwent a revascularization of the rca due to restenosis after previous ptca. A non-medtronic stent was implanted. The investigator has indicated the event was related to the study device.

Manufacturer narrative:
(B) (4): evaluation results: myocardial infarction.

Event description:
During index procedure, five endeavor rx drug-eluting stents were implanted. The pt had 4 lesions treated. Three endeavor stents were implanted to the rca (mid, distal and proximal) (MFR report no. 2953200-2010-00534, 2953200-2010-00535). One endeavor stent was implanted to the mid lad, as treatment of the target lesion (MFR report no. 2953200-2010-00538). One endeavor stent was implanted to the mid lad (MFR report no. 2953200-2010-00539)(overlapping) as treatment of a dissection which occurred during index procedure. No device malfunction was reported. Investigator does not assess relationship between dissection and study stent. One day following index procedure, a non q-wave mi (acute non-stemi) is reported to have occurred. A repeat angiography was not performed. Post procedure elevation of ck and troponie without clinical symptom was reported. Investigator stated relation to target lesion was unk. Pt was asymptomatic at 1 month, six month, one year and 1.5 year follow-up.